Event description:
The account alleged that the head of the stretcher will not lower. No injury reported.

Manufacturer narrative:
The account replaced the head gas shock and the head fowler release weldment to resolve the issue.